Event description:
Medtronic received information that 15 years and 5 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was gradients of 40mmhg. No additional adverse patient effects were reported.  15 years and 5 months post implant

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.